Event description:
I had a total hip replacement. Depuy pinnacle. Within a 8 month period hip dislocated 5 times, causing me to go to the emergency room. After having my hip revised not replaced. I have had severe nerve damage to my leg. And within the past year my hip has slipped 13 times, not coming completely dislocating. Even after my first surgery my complaints to my doctor about my pain even after having two nerve test that said ain was coming from hip not back, my doctor still told me it was from the block that they had done on my back for the hip surgery. And since the time of my first surgery have not been able to find a doctor that will help me with my pain in my leg and foot. I have tried to file for disability unsuccessfully. I have not been able to hold down a full time job due to the pain I have in my leg. If I had known what I know today I would not have had this hip replacement put in. But since the doctor failed to tell me what product he was using I did not find out until a year later.